Event description:
A malfunction occurred, displaying code malf 12, but no significant events were reported before the incident. There was no reported adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the issue did not recur. The customer understood the instructions to call back if the problem happened again and continued to use the pump.